Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is 2 of 4 for the same event. It was reported that during equipment demonstration, it was observed that four adapter devices were popping open/unlocking while being used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation, quality engineering evaluated the device and it was determined that the device did not hold the actis broach securely, therefore the reported condition was confirmed. It was noted that the adapter is pre-design change. The design change removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing. The assignable root cause was determined to be due to device design. If additional information should become available, a supplemental medwatch report will be sent accordingly.